Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that the single use laryngoscope was plugged in and had lines across the screen. Further, the image and light were cutting out. Obtained another scope to use on patient and was successful. No negative impact in state of health reported. Cross reference MDR:---9610617-2025-02144.